Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low bun result is unknown, as the sample resulted as expected upon initial testing and a new sample from the patient resulted as expected. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low blood urea nitrogen (bun) result was obtained on one patient sample on a dimension vista 1500 instrument. The sample resulted high upon initial run, but was not reported. The customer then repeated the sample on the same instrument using a small sample cup and it resulted lower. The discordant, repeat result was reported to the physician(s). A new sample was obtained from the patient and tested on the same instrument, resulting higher and matching the initial result of the original sample. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun result.